Event description:
It was reported that during the procedure, the subject guidewire was placed in the balloon guide catheter and was advanced through it. However, there was a resistance encountered during the advancement and the subject guidewire was withdrawn. When withdrawn, it unraveled. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, the subject guidewire was placed in the balloon guide catheter and was advanced through it. However, there was a resistance encountered during the advancement and the subject guidewire was withdrawn. When withdrawn, it unraveled. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. D4 gtin - corrected. Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection the distal tip of the guidewire was fractured and stretched. Functional test was not performed due to the damage noted to the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that moving the subject guidewire in the distal access catheter was smooth until an abrupt blockage. When pulling the wire back to check the device, the wire unfolded. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, a balloon guide catheter and distal access catheter were used in the procedure, the patient's anatomy was not tortuous, the issue was noted while setting the access for the procedure, the distal access catheter was positioned in the internal carotid artery (ica) when the issue occurred, and the guidewire was torqued to overcome the resistance. Based on the information provided, the device appears to have been used as intended. The device was returned for analysis, and it was noted that the distal tip of the guidewire was fractured and stretched, confirming the reported event. The reported guidewire friction could not be replicated; however, the investigation findings are consistent with the reported event. The balloon guide catheter and distal access catheter were not returned for analysis. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿guidewire broken/fractured during use¿, the reported event ¿guidewire friction¿, and the analyzed event ¿guidewire distal tip stretched¿ since these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.